Manufacturer narrative:
The hillrom technician found the sling bar bolt broke and the sling bar needed to be replaced. The periodic inspection form for the overhead lifts (3en191001-2), section 9, states the following should be inspected at least annually: universal slingbar check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. Make sure that both latches are mounted and fall back against the body of the sling bar. Check that the sling bar is correctly fastened. Make sure there are no deformities in the attachment points. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hillrom sent the notification letter regarding class 2 device recall z-1916-2016 to the customer in (B)(6) 2016. The customer placed an order for the replacement sling bars in (B)(6) 2016. The technician replaced the sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the sling bar bolt broke while lifting a patient. The lift was located at the account . The patient dropped 4-6 inches back onto the CT scan table. Hillrom has contacted the account three times to inquire if there was any patient or user injury resulting from this incident and the account has not answered these requests. The account only stated in their initial report of the incident that the patient was not "hurt that bad". This report was filed in our complaint handling system as complaint # (B)(4).